Event description:
It was reported that this lead from left bundle branch was explanted due to instant drop in impedance of less than 200 ohms and capture threshold that drastically increased. Health care professional (hcp) thinks that the lead was dislodged. An x-ray was performed which showed the lead in same position. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.